Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No drive/motor anomaly, unexpected motor grinding noise, prime anomaly or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. No crack noted on the display window or on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was longer to prime. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was also reported that side of the insulin pump was cracked. The customer was also reported that the insulin pump motor had grinding noise, louder during rewind, screen was scratched. The insulin pump will be returned for analysis.